Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of about 30 to 93 mg/dl at the time of the incident. The customer was at 336 mg/dl the night before the low, and 81 mg/dl at the time of the call. The customer was given a glucagon shot and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump was over delivering. The pump was exposed to a magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat and rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed the delivery accuracy test at 0.08690 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.